Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes removedin (B)(6)') and intervertebral disc displacement ('discs in my lower backhad been magically pushed out of place while I was sleeping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc displacement (seriousness criterion medically significant), inflammation ("inflammation") and procedural pain ("for thefirst few months I kept cramps"). The patient was treated with back surgery and surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc displacement, inflammation and procedural pain outcome was unknown. The reporter considered inflammation, intervertebral disc displacement, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : partial insertion date added. Case category updated to serious incident. Events added- " medical device removal" and "procedural pain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') and intervertebral disc displacement ('discs in my lower back had been magically pushed out of place while I was sleeping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), intervertebral disc displacement (seriousness criterion medically significant), inflammation ("inflammation"), procedural pain ("for the first few months I kept cramps"), paraesthesia ("tingling sensation in legs and arms") and hypoaesthesia ("start having numbness from knee down"). The patient was treated with back surgery/ microdiskectomy and surgery (I had my tubes removed in december). Essure was removed. At the time of the report, the back pain, intervertebral disc displacement, inflammation, procedural pain, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered back pain, hypoaesthesia, inflammation, intervertebral disc displacement, paraesthesia and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, numbness of extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal was replaced with event low back pain. Event start having numbness from knee down added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes removed in december') and intervertebral disc displacement ('discs in my lower back had been magically pushed out of place while I was sleeping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc displacement (seriousness criterion medically significant), inflammation ("inflammation"), procedural pain ("for the first few months I kept cramps") and paraesthesia ("tingling sensation in legs and arms"). The patient was treated with back surgery and surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc displacement, inflammation, procedural pain and paraesthesia outcome was unknown. The reporter considered inflammation, intervertebral disc displacement, medical device removal, paraesthesia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event "tingling sensation in leg were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.